Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). Retention samples from the reported lot were tested. In order to duplicate a similar break more than 5 pounds of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
Event description: the feeding tube was pulled out by the patient and it was found to be missing the weighted end. After inserting another feeding tube, the hospital checked tube placement and found the weighted end in the stomach. No reported injury to patient.